Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. Medtronic representative went to site and performed a system checkout. The system was found to be fully functional with no issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the site was having issues with inaccuracy after taking images with the o-arm and getting transferred over to the stealth. The amount of inaccuracy was unknown. The site's biomed and a medtronic representative will be on site to go over the system. There was no delay to the procedure and there was no patient impact correlated with this event.